Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the customer in doing so. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump, with instructions to call back if any issues arose.